Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a blazer prime htd was used in a atrial tachycardia atrioventricular nodal reentry tachycardia (avnrt) ablation procedure. The physician noted performance issues with catheter. When the catheter was removed from the patient it was found out that part of outer layer of distal part of the catheter is destroyed. No patient complications were reported.